Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pulled back upon slitting but physician decided to leave the lead in place. The following day x-ray showed the lead had completely dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.